Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the event as reported could not be determined as the device was not returned for evaluation. Device history record review could not be performed as the lot number was unknown. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via a facility FDA medwatch (B)(4) that during an open reduction and internal fixation, left calcaneous procedure the 4.0mm cannulated screw broke off after insertion. The remaining screw fragment was noted within the sustentaculum tali. Fluoroscopy utilized to verify location to retain. Patient was a (B)(6) male, (B)(6).